Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be field for the versacross rf wire.

Event description:
It was reported a pericardial effusion (pe) has occurred. During a watchman procedure indicated for a minor bleeds case, a versacross connect laac kit was selected for use. A baseline transesophageal echocardiogram (tee) was performed and confirmed to have no effusion prior to the procedure. The physician experienced difficulty gaining transseptal access. The watchman sheath fell off the septum several times and had to be repositioned several times. Also, the versacross dilator required several attempts to position on septum. The final transseptal position obtained was slightly more posterior. After transseptal, the physician was removing the versacross dilator, and this was when tee physician noted some new fluid collecting in the pericardial space. Most of the fluid was near the right ventricle and right atrium. The staff monitored the effusion and patients vital signs and decided to continue the procedure. At the end of the procedure after the device was successfully deployed, a pericardiocentesis was performed and the patient was transferred for overnight monitoring. The patient is expected to make full recovery. The device is not expected to be returned for analysis (disposed). It was also reported that the patient had several pacemaker wires in the right atrium that kept getting tangled with the versacross rf wire and was sheath which was probably the cause for difficult transseptal access. The patient was not under warfarin nor antiplatelet at the time. In the physician's opinion, the versacross device (rf wire or dilator) did not seem to contribute to the patient complication.